Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer¿s blood glucose levels were 2.2 mmol/l and 9.9 mmol/l. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with (B)(6). The customer did not mention any symptom related to low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The insulin pump was on auto mode at the time of the incident. The customer alleged the insulin pump for over delivery because they went to bed at 10 pm and in the middle of the night the insulin pump alerted as low so it carries on delivery. The insulin pump will nor be returned for analysis.